Manufacturer narrative:
It was reported that one the head section is set, the gas spring will not retain and the head section allegedly drifts downward. The customer performed all troubleshooting and repair prior to the arrival of a stryker field service technician (sfst). The sfst observed that the head section did not drift downward when weight was applied. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that one the head section is set, the gas spring will not retain and the head section allegedly drifts downward. There was no patient involvement, injury or adverse consequence reported.